Manufacturer narrative:
The device was returned for evaluation. Inspection of the device did not find any damages or deficiencies that would result in leaking at the fill port. A tear was found in the exposed portion of the soft cannula. Fluid could not pass the distal tip of the soft cannula as the torn section broke off after the pod was opened. It cannot be determined when the tear occurred or if it contributed to insulin leaking through the fill port. The cannula assembly and bottom housing were checked for manufacturing deficiencies that would possibly cause bleeding or bruising and nothing was found. The exact cause of bleeding could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patients blood glucose (bg) levels reached 350 mg/dl while wearing the pod for 4 to 24 hours on the arm. Patient also reported insulin leaking from the fill port and bleeding from the infusion site. Patient replace the pod and gave a correction to lower bg levels.